Event description:
Info received from our (B)(6) affiliate. On (B)(6) 2010, a pt reported a medical claim to our firm. Narafilcon a lenses are not marketed in the u.s. The pt previously wore 1 day acuvue moist lenses. The pt had difficulty removing 1 day trueye lens from eye. The pt continued to wear the contact lens (cl) which caused redness. The pt consulted an ecp and was diagnosed with iritis in one eye. The pt thinks that the affected eye was probably od. The pt was instructed to discontinue cl wear, to wear glasses and to return for f/u. The pt was prescribed eye drops. The pt covered the affected eye with an eye patch and continued to wear cl in the other eye. The pt received outpatient treatment 2-3 times and has recovered. The pt is wearing 1 day acuvue moist lenses without any issues reported. No product or lot info has been received. No analysis is possible.

Manufacturer narrative:
If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings. Device labeling single use or reuse. No conclusions can be drawn. Device not returned. No eval will be performed.